Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9337403, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03, medical device lot #: 9337395, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03. (B)(4). Investigation summary: two photos were provided for evaluation. One photo has 50ml syringes and has a note as incorrect; the other photo has 60ml syringes and has a note as correct. Our bd company transitioned this product from 60ml to 50ml; the 60ml has been discontinued; we only produced the 50ml. This customer received both products. The manufacturing site ships the products to the distribution centers, and from there, the customer orders are fulfilled. The distribution center supplied both products to the customer. It appears the customer has not been informed of the transition from 60ml to 50ml. Based on the investigation and with the photos provided, the symptom reported by the customer is confirmed. It is recommended that the hypodermic marketing team finds out which distribution center supplied these products to the customer and provide directions on what this customer needs. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot #s 9337403, 9337395 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation and with the photos provided the symptom reported by the customer is confirmed. It is recommended that hypodermic marketing finds out which distribution center supplied these products to the customer and provide directions on what this customer needs. Root cause description: our bd company transitioned this product from 60ml to 50ml, the 60ml has been discontinued; we only produced the 50ml. This customer received both products. The manufacturing site ship the products to the distribution centers and from there the customer orders are fulfilled. The distribution center supplied to the customer both products. It appears the customer has not been informed of the transition from 60ml to 50ml. Rationale: CAPA not required at this time.

Event description:
It was reported that 13500 bd¿ luer-lok syringes in lot 9337403, and 16875 syringes in lot 9337395, had incorrect scale print according to the description of the part number on the label. These were noticed prior to use. The following information was provided by the initial reporter: "we received 2 lots where the printed scale is incorrect according with the description of the part number. Could you please review the ncmr attached? And if you agree with the disposition, please approve to return the material."